Event description:
According to the reporter: the device got stuck after the fifth firing with poor stapling. The surgeon changed the device to a new one after resection of the part of the tissue which was not properly stapled. The intervention was prolonged over 30 mins but with no other consequences for the pt (no blood loss).

Manufacturer narrative:
(B)(4).